Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was broken, the bottom case and both plunger cases were cracked, missing 3 rubber feet, and the alternating current (ac) receptacle was cracked. A review of the event history log identified invalid syringe size in history. During functional testing the reported issue was able to be duplicated, the size was not reading correctly and could not be calibrated. The size pot strip was damaged. The root cause of the issue was caused by the customer damaging the size pot during their disassembly / reassembly of the pump. Replaced the size pot.

Event description:
It was reported that the pump exhibited a syringe sensor failure. No patient injury was reported.